Event description:
It was reported that the patient had a reaction to fentanyl two weeks prior to report. On the week prior to report, the pump was set to 50.05mcg/day, but it was cut back to 25.02. Additionally, at the time of report, the drug was being changed from fentanyl to hydromorphone and bupivacaine. The following bridge bolus was programmed using the rate of 50.05mcg/day as the healthcare professional was not aware that it had been cut back. The bridge bolus had only been running for about 5 minutes, so it was cancelled and the bolus was reprogrammed with a rate of 25.02mcg/day. The resultant bridge bolus would last 99 hours and about 23 minutes.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8840; product type programmer, physician. (B)(4).